Event description:
The customer reported: shunt failure-low flow- moved slowely when tested. Shunt revision. What action did the surgeon take to resolve the issue? Replaced. No replacement needed. Valve seemed to flow quicker then normal in the 10-15mm range on the manometer test. Md would like valve tested and be notified of the results.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; a needle hole was noted in the needle chamber, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion were noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was reflux tested and the valve passed the test. The valve was tested for programming and passed the test. The valve was then pressure tested passed the test as well. A review of the history device records confirmed the valve conformed to the required specifications when released to stock. Based on the results of the investigation the device functioned as expected. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint will be closed.